Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the device is providing inaccurate readings. Customer reported that the device reads intermittently or reads inaccurately after using different patient cables and probes and spo2 or bpm values are not available. No error messages were observed. No patient information is available. Additional information reported by the customer: the number of cables used and lot numbers are known.